Manufacturer narrative:
The investigation did not identify any system issues that would indicate that the laser contributed to the reported event.. A review of the manufacturing records did not reveal any related nonconformity during manufacturing. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgical technician reported that the laser misfired during a cataract surgery on a patient's right eye. The arcuates were planned for 0 and 180 and one arcuate ended up at 30.